Event description:
Radial artery catheter set guidewire came from manufacturer backwards. Stiff end of guidewire was inserted into left femoral artery and punctured back wall of the femoral artery. Pressure was held at site per dr. And another set was opened. The dr proceeded with the procedure.